Manufacturer narrative:
This complaint is associated with discrepant results generated on the alinity c processing module, serial number (B)(6). The customer performed several troubleshooting procedures including rebuilding of the r2 syringe. The tbg, syringe valve to syringe, r1(c-35016435-01) and tbg, syringe valve to syringe, r2 (c-35016436-01) was damaged and replaced. The field service representative (fsr) inspected the module and performed additional troubleshooting procedures and determined the tbg, syringe valve to syringe, r1(c-35016435-01) and tbg, syringe valve to syringe, r2 (c-35016436-01) were the likely cause of the elevated results. The instrument service history review revealed no additional tickets associated with discrepant/erratic magnesium patient results for the alinity c processing module, serial number (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module and the tbg, syringe valve to syringe, r1(c-35016435-01) and the tbg, syringe valve to syringe, r2 (c-35016436-01), did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module serial number (B)(6), was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity c magnesium results for one patient. The results were not reported out. The following data was provided processed on (B)(6) 2023: sid (B)(6) initial result = 3.646 mmol/l repeat = 0.834 mmol/l no impact to patient management was reported.